Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 18-jan-2023 . Investigation summary a device history review was conducted for lot number 2286180. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, an unsealed insyte autoguard was returned to our facility to aid in our investigation. Functional testing was performed on the device, and a leak was detected near the nose of the adapter. Microscopic analysis of the area was able to identify characteristic damage to the catheter tubing that is consistent with a bevel puncture. Although spearing of the catheter tubing is possible during the manufacture of this device, the resulting unit will not be functional as the catheter and cannula will not be in alignment. Based on these observations our engineers were not able to associate this nonconformance with the manufacturing process.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the catheter was leaking where it connects to the hub.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the catheter was leaking where it connects to the hub.